Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr calibrated the transducer and characterized the exhalation valve assembly, but the issue was not resolved. After replacing the main printed circuit board assembly (pcba), the fsr performed the operational verification procedure and reported the unit passed all testing. At this time, the carefusion failure analysis laboratory has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault and motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was confirmed but unable to be duplicated in a laboratory setting. All transducer calibrations passed.